Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023, and the recipient was reimplanted with another cochlear device within the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 25, 2023.